Event description:
The manufacturer received information alleging an issue related to a bipap device's sound abatement foam. The patient alleges to have lung disease due to not being able to use the machine. There is no report of medical intervention being required. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging an issue related to a bipap device's sound abatement foam. The patient alleges to have lung disease due to not being able to use the machine. There is no report of medical intervention being required. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting an updated report at this time. If pertinent information becomes available to the manufacturer at a later date, a follow-up report will be filed. Section h6 updated in this report.

Manufacturer narrative:
Additional information was received on nov 19 , 2024 and section h10 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging an issue related to a bipap device's sound abatement foam. The patient alleges to have lung disease due to not being able to use the machine. There is no report of medical intervention being required. The device was returned to the manufacturer's product investigation laboratory for investigation. During the investigation, manufacturer observed the following from and external and internal inspection : ui (users interface) knob broken. The air outlet port had dust-like contamination in it. Air inlet had significant tan dust-like contamination in it. Pca (printed circuit assembly) had significant dust-like contamination all over the top of it. Especially around the ui (users interface) knob area. Blower grommet slipped on blower wire harness and not seated correctly. Significant dust-like contamination on the top of the blower box lid and surrounding area. Significant dust-like contamination on the top of the blower motor and inside of the blower box. Bottom enclosure had significant dust-like contamination in it. Air inlet seal had yellowed and had dust-like contamination on it. The sound abatement foam was intact and had significant dust-like contamination on top of it. Evidence of sound abatement foam degradation/breakdown was not observed in this device. The source of contamination was most likely external to the device. The device's downloaded event log was reviewed by the manufacturer and found 11 errors. The manufacturer concludes there was no evidence of sound abatement foam degradation, observed dust/dirt contamination in the airpath, likely from a source external to the device and unable to directly address the symptoms or complaints. Device problem code grid, evaluation method code, evaluation results code and conclusion code grid have been updated.